Manufacturer narrative:
(B)(4). Batch # p9149j. Investigation summary: the device was returned with no apparent damage. When the device was connected to a test handpiece and tested on a gen11, the device was found to be functional, passed the pre-run test, and worked as intended. There were no anomalies noted with the functionality of the device. However, what was found when the device was connected to the test handpiece was that the max hand control button had no tactile feedback. Upon testing the buttons, the max button stayed activated after it was released, resulting in continuous activation. Cycling of the buttons resulted in an alert screen of ¿reactivate two switch activations detected.¿ then the device was analyzed and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device.¿ then the device was disassembled to inspect the internal components and no anomalies were noted related to the reported event. This device is packaged and sterilized for single use only. Multiple patient uses may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the scalpel could not pass the pre-run test. Changed to another device to complete the procedure. There was no report on patient injury.